Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the water line adapters came off the oxygenator during the procedure. As a result, and device was changed out after surgery. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: the problem, according to the perfusionist (ccp), is that the connectors never snap over the ball bearings, even with excessive force. He stated that he returned some quick connects to manufacturer sales representative in (B)(6) 2014 and that the fittings that he was given as a replacement still do not work, they continue to slip off and leak. They only use the sx18 oxygenator at this facility. The ccp now wraps the connectors/hoses with a towel to avoid leaking on the floor and continue to use them for the surgery. The ccp said that everyone in his company is experiencing the same issue. The ccp claims that the fittings he is now using are from the 1940s, as they are the only ones that work. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. Diligence attempts to get parts for analysis were not successful. No product was returned for evaluation. No additional action will be taken at this time.

Manufacturer narrative:
This has been a recurring issue over the last six months. Technical support in the past has said there is nothing that can be done about this issue until product re-design. This is extremely frustrating for the end-user as they are incredibly hard to force on to the sx oxygenator connections.